Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The event history log (ehl) review was performed, and revealed that the customer experienced multiple events (one event) of, ¿improper shutdown!¿ an ¿improper shutdown!¿ message displays when the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. The device was found to be within specification during testing. The reported problem "shuts off" could not be duplicated during evaluation. Troubleshooting the device revealed no hardware, or software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump would shut off. The reported problem occurred before clinical use. There was no patient involvement. No additional information is available.